Event description:
It was reported a post-operative reaction had occurred. Surgery took place in august and the patient has been reported back with swelling on top of tibial wound. Wound has been aspirated and there was a sterile grey fluid. Patient has been treated with antibiotics in case of infection at graft end, but the problem was not resolved. Patient referred back to theatre and the screw was loose. Screw was removed and washed in sterile saline and replaced. Licis (tissue deterioration) was found around the screw. X-rays show no major change and surgeon is concerned that this may be an aseptic reaction to either the screw or graftsleeve implant. Whipknot was also used, so surgeon is sure it is not the suture. Additional information indicates a hamstring tendon graft was used; the placement of the grs sleeve is not touching any portion of the skin; the length of the tibial tunnel is 4.5-5cm; ligament augmentation devices were not used with the graft; wound swabs and tissue samples were taken for culture and proven to be sterile; the site was prepared prior to surgery using betadine per routine prep.